Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported a clinical patient experienced slight headache (not device related) with difficulty chewing on right and left side, deemed not serious, after a patient was injected in the jawline with juvéderm volux¿ xc. The events have been recovered/resolved. Additionally, health professional reported the patient had a surgical procedure to repair the separation and had developed a serious, non-device related event of "fat necrosis right breast implant with infection." Patient was hospitalized for three days and was discharged home with tmp/smx (septra) for two weeks. At patient most recent check-up, patient breast was still hard and warm. Patient to continue septra for an additional two weeks. The event has not been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of right breast infection, deemed not related to the device, is considered an unexpected adverse drug experience. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additional information reported the event of fat necrosis of right breast implant with infection, deemed not related to the device, has been recovered/resolved seven days after onset.